Event description:
The manufacturer received information alleging the device screen did not come on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint of display inoperative was confirmed. The device's display menu settings were reset. The customer does not want any repairs done to the unit. Unit will be returned unrepaired.